Event description:
The customer requested service for tubing that popped off at the left side of the bsv (blood sampling valve) on the lh500 instrument, resulting in a leak at the manual mode. The customer was sprayed with the fluid (on lab coat), but there was no contact with eyes, mouth or open wounds. Medical attention was not sought. The customer was initiating the shutdown cycle when the tubing popped off. An attempt was made to reattach the tubing, but the issue re-occurred and service was requested. No patient results were affected. There was no death or injury. Personal protective equipment, including lab coat, glasses and gloves was in use at the time of the event. There is an exposure control plan in place. There was no review of material safety data sheets. The field service engineer replaced the aspiration tubing from the front blood detector to the bsv that was popping off. Root cause is attributed to aspiration tubing associated with the bsv (blood sampling valve) that popped off. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).